Manufacturer narrative:
Update: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time.

Event description:
Patient was revised to address cup loosening.

Manufacturer narrative:
Update rec'd 5/12/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from limited mobility, large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Doi has been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the unknown depuy femoral head and unknown depuy pinnacle metal liner as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/13/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, metallosis, metallic debris, osteolysis, and femoral notching caused by impingement with the cup. Four acetabular screws are being added for loosening and the stem is being added for the alleged high metal ions and impingement. No lab results have been given for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision.